Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall if the blood glucose level was impacted, but thought that it was not. The customer declined tandem technical support's offer to troubleshoot.